Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2013-00584 / 00589).

Event description:
It was reported patient underwent a hemi hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to head dislocation and infection. All biomet product was removed and replaced.